Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there is an intermittent power issue. It was also reported that there is moisture ingress behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: there was moisture observed underneath the display lens. The pump case was cracked between the case seal and keypad. The battery cap top slot was damaged and the cap was difficult to remove. The ok button was under responsive. Moisture was found on the internal components of the pump.

Manufacturer narrative:
Follow-up #2, april 07, 2017 - correction to serial #.